Event description:
The customer reported a device with foreign material in the gas line. This event was reported to have occurred while cleaning during preparation for use. There was no report of harm or medical intervention with this event.

Manufacturer narrative:
An inspection of the device could not confirm the reported condition of foreign material in the gas line. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.